Manufacturer narrative:
(B)(4).

Event description:
This rv lead was capped and replaced due to dislodgement and loss of capture. The pacemaker was replaced at the same time due to eri caused by high outputs. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.